Event description:
Upon review of a (B)(6) male pt's download, zoll customer support found several flags for abnormal shutdowns, service code 107. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the failure was isolated to digital signal processor u500 on the computer/analog board. Destructive testing of similar failures determined that the failure was not caused by a fracture of bga connections on the computer/analog board. The root cause for the u500 failure could not be positively identified. Initial MDR: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (code 107 - multiple abnormal shutdowns) has been confirmed. Upon further investigation the monitor was resetting. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.

Event description:
Upon review of a 65 year old male patient's download, zoll customer support found several flags for abnormal shutdowns, service code 107. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (code 107 - multiple abnormal shutdowns) has been confirmed. Upon further investigation the monitor was resetting. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt was issue a replacement monitor.